Event description:
It was reported that the insulin gauge displayed an amount different than expected, with the current fill estimate on the pump showing 70. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the fill estimate would count down normally once the remaining insulin matched the static number previously displayed, and they understood and acknowledged this information. The customer declined further assistance, and no additional action was necessary.